Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the emergency medical services was dispatched due to low blood glucose level. Customer was treated but not taken to the hospital. Customer's blood glucose level was 1.4 mmol/l. The insulin pump will not be returned for analysis.